Event description:
Customer stated that he was driving his car and was unaware of any problem. A passerby called the paramedics because the customer was unconscious and convulsing behind the wheel of his car. Customer was not involved in a vehicular accident. The paramedics transported the customer to the hospital. The blood glucose reading at the time of the event was 20 mg/dl. Customer stated that he was experiencing high blood glucose levels at night, he had overriden the bolus wizard and did not eat. Hospital treated and released the customer the same day. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.